Event description:
It was reported that prior to use, the agility guidewire distal floppy tip kinked. During removal from the plastic dispenser hoop, the agility was not removed from the distal tip. The product was stored, handled and prep per labeling instructions. During prep/ removal, nothing occurred that may have damaged/kink the distal tip of the guidewire, and the guidewire did not get hung up on anything. Other than the reported event, no other damages were noticed on the device (distal tip unraveled, stretched, etc). No further information was available. The analysis of the returned device found that the distal tip core wire was broken.

Manufacturer narrative:
Analysis was completed by concert medical. The visual inspection of the returned unit at 30x reveals the distal tip spring has been stretched beyond its limits as a by-product of a broken inner wire, (on the flat of the corewire). Review of the DHR associated with this lot of guide wires shows that 100% inspection of the devices was performed with rejection of those that had kinks. Although it is not possible to determine exactly how, this device encountered forces beyond its design limitations sufficient to break the inner corewire. The reported kinking of the agility guidewire was confirmed with analysis of the returned device; it was reported by the customer that other than the kink, there were no other damages noted on the device. However, during the functional analysis it was found that despite the damages on the distal outer platinum spring coils, it remained readily shapeable. Based on the available information, no conclusion can be made regarding the reported kinked distal tip. No conclusion can be made regarding the stretched condition of the distal tip and broken inner core wire; however, based on the customer only reporting that the device was kinked, it is possible that these additional damages occurred post procedural use. Neither the analysis nor the DHR review indicates that manufacturing factors contributed to the failure reported or the additional damages found on the returned device. Therefore, no corrective actions will be taken at this time.